Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving lidocaine and morphine (unknown dose and concentration) medication was changed to hydromorphone on (B)(6). The pump was tilted since she got it implanted. There were no symptoms mentioned. No further complications were anticipated/reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.